Manufacturer narrative:
The device was returned to the manufacturer for analysis. The device was found to have two failures. One with the standalone board and the other with mobile view station (mvs) interface cable. The standalone board was found to have an electrical issue with it's pcba. The mvs interface cable was found to have an electrical issue regarding the connector being damaged. Both parts were replaced. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal case the imaging system lost connection. A re-boot did not resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.